Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels reached a "high" value however; an exact number was not provided. The customer also reported moderate ketones. The customer's high blood glucose levels were addressed with boluses and manual injections. Reportedly, the customer changed supplies and resumed insulin delivery.